Manufacturer narrative:
The lead was returned and visual examinations revealed no malfunctions. Full analysis was not needed. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented to the emergency room. The patient underwent tooth extraction due to bacteremia originating from the oral cavity. An echocardiogram revealed vegetation on the right ventricular (rv) lead. Antibiotics were administered, and the rv lead was subsequently explanted. The patient remained in stable condition.